Event description:
A report was received that the patient had difficulty charging due to the ipg being in a perpendicular position. The patient underwent a pocket revision wherein the ipg was replaced per physician¿s preference. The patient was doing well post-operatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.